Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced zoom malfunction. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the nozzle had foreign objects due to insufficient cleaning. Additionally, due to damage on zoom charged coupled device (ccd), zoom did not work smoothly. Due to adhesive peeling on the bending section cover (a-rubber), insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to the wear of angle wire, the play of the up/down (u/d) knob was out of the standard value. The adhesive on the a-rubber had a chip. Due to clogging of nozzle, water removal ability did not meet the standard value. The scope connector was dirty due to water leakage. The scope connector cover unit had corrosion due to water leakage. The scope connector had a scratch. The image guide protector had a scratch. The objective lens had discoloration. The light guide lens had discoloration. The plastic distal end cover had a scratch. The connecting tube had a scratch. Due to a scratch on objective lens, the image had dark area partially. The objective lens had discoloration. The protector of the universal cord on the scope connector side had a scratch. Paint on the suction cylinder was peeled. The protector of universal cord on control section side has a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The flexibility adjustment ring had a scratch. The image guide protector had a cut. The flexibility adjustment ring had a scratch. The switch button 3 had a scratch. The grip had a scratch. The control unit had discoloration. The switch box had a scratch. Due to a scratch on objective lens, the image had a dark area partially. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.